Event description:
Information received indicates the brake casters will continue to swivel after the brake is applied.

Manufacturer narrative:
The technician replaced the worn casters to repair the bed.